Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had been alarming for no delivery during a bolus. The blood glucose reading was 600 mg/dl. The customer treated with manual injection. The cannula was not bent and insulin did exit with a manual prime. The customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.